Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The event is considered misuse. Per the IFU, a moldable ostomy device should not be cut. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
(B)(6) year-old customer stated that the wafer center opening was always off center and had been off-centered for more than 10 years. The patient usually had five days of wear time with these products.